Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No frozen screen anomaly was noted during testing and no moisture damage inside the device was found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to bolus. The customer stated she wears the insulin pump while working out but did not see condensation on the screen. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.